Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 65-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device passed ECG stress testing and bench handling without duplicating the customer's report. No accessories were returned for evaluation. The log collaborates that the device was fully operation for a majority of the case, and experienced artifact consistent with motion/ transport. It is crucial that the patient's skin is properly prepped, high-quality electrodes are used, and all connections are fully seated in order to maintain a valid connection during operation. The device passed all testing, was recertified, and returned to the customer. No emerging trend based on similar reports.